Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 and pump error 3 alarm found in the formatted history due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was experienced hyperglycemia. Blood glucose value was 421 mg/dl. Customer treated with intravenous insulin. The customer did not experienced the symptoms. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. Customer stated that the insulin pump had a multiple insulin pump error alarm. Customer was alleging insulin pump for under delivery because the customer was not getting enough insulin. The insulin pump will return for the analysis. The reservoir will not be returned for analysis.